Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap gastric bypass procedure, the maximum hand control button did not work. A third disposable was used and the case was completed. No pt consequence.